Event description:
Boston scientific received information that the left ventricular (lv) lead was explanted due to dislodgement. A new lv lead was successfully implanted. No adverse patient effects were reported as a result of the lead revision procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.